Event description:
The customer reported poor image quality, when imaging lateral lumbar spine. The images are dark. No patient injury was reported.

Manufacturer narrative:
The service rep was unable to verify any imaging problem, imaging chain working normally for high contrast resolution, auto tracking, monitor setup, etc, verified kvp accuracy and dose output, adjusted ma limit file for normal/hlf fluoro output at the high end, slightly low. Verified workstation advanced imaging parameters. Lateral lumbar case in question had leaf collimator closed all the way. Or, large field selected and or not collimated with iris. Recommend collimating out raw radiation and selecting 9 inch field size and hlf for this spine work.